Event description:
This report is 2 of 2 for file (B)(4).

Event description:
It was reported that during a 2 level acdf, level c4-c6, the surgeon was placing the ti cervical plate with 4.0mm ti cortex expansion head screws and the screw pulled one bushing through the plate. Surgeon removed the plate, placed another size plate and re-used the screws with the exception of the one screw that pulled the bushing out. The procedure was completed, and the screw was discarded. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4).

Manufacturer narrative:
(B)(6) female (B)(6), dob: (B)(6) 1974. Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.